Manufacturer narrative:
Product event summary performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of recommended replacement time (rrt) in save to disk was on (B)(4) 2013 with device rrt of less than or equal to 2.6251 volts. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the battery in the implantable cardioverter defibrillator (ICD) did not last as long as expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).